Manufacturer narrative:
Product complaint # ==> (B)(4). ((B)(4)) used to capture the surgical intervention initial reporter occupation: lawyer . . If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ patient was revised to address minimal metallosis and an osteolytic cyst, which were causing pain. Update rec'd 4/30/15 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort, inflammation, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. An unknown stem is being added to address allegations of elevated toxic metal ions. Update ad 21 aug 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets record. In addition to what were previously alleged, ppf alleges loosening of cup. Doi: (B)(6) 2005 - dor: (B)(6) 2012 (right hip). Bilateral: (B)(4) (left)

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.